Event description:
It was reported that the target was a mildly calcified eccentric lesion in the mid lad with mild tortuosity. After ptca, a stent was passed through the lesion. When pressure was applied, contrast was observed to leak slightly from the distal part of the balloon. The stent did not fully expand and it was removed from the pt with a snare device. Another company's stent was then deployed to complete the procedure.